Event description:
It was reported that this right atrial (ra) lead after 23 years in service, was capped and surgically abandoned due to it presenting noisy signals and high pacing threshold measurements. A new device was implanted. No additional patient effects were reported.